Event description:
An alarm issue was reported with the adc device in use with a samsung s23 ultra phone with an android operating system version 2.8.4.9335 the low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. Customer was seen at a hospital where they were treated with "lantis and epidra" for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. An attempt to replicate the user¿s complaint of missing high and low glucose alarms was performed. The complaint was not able to be reproduced and successfully received high and low glucose alarm notifications using a similar configuration (samsung galaxy a52, android 13, 2.8.4.9335). Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a samsung s23 ultra phone with an android operating system version 2.8.4.9335 the low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. Customer was seen at a hospital where they were treated with "lantis and epidra" for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.